Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient originally had a pump implanted in (B)(6) of 2009 for his diagnosis of cerebral palsy, and was receiving efficacious therapy. A pump refill was performed on (B)(6) 2010; the visit was unremarkable. On (B)(6) 2010, the patient presented in the emergency room with signs and symptoms of baclofen withdrawal which including itching, spasms and increased tone. The patient was admitted and treated inpatient for his withdrawal symptoms until spontaneous resolution of the symptoms occurred. He was discharged on (B)(6) 2010. As the patient lived out of town, his parents decided to stay for the weekend where the hospital and clinic were located, to insure that the patient's symptoms had fully resolved. On saturday (B)(6) 2010, the patient started to show signs and symptoms once again of withdrawal, including severe clonus, itching and increased tone. The parents gave the patient 10 mg of oral baclofen, which had previously not decreased his spasms, however, the most recent administration of oral baclofen did have a positive effect to lessen his symptoms of clonus and itching. X-rays were taken and were unremarkable. A catheter access study was attempted but the hcp was unable to aspirate fluid from the catheter access port. The decision was made to do a catheter revision on (B)(6) 2010. During surgery, the neurosurgeon disconnected the existing catheter from the implanted pump and obtained a retrograde flow of cerebral spinal fluid. However, due to the patient's inconsistent therapy, the decision was made to replace the entire catheter. The patient's infusion rate at the time of surgery was lioresal, concentration 2000 mcg/ml, infusing at 347 mcg every 24 hours. After the catheter revision, the pump was restarted at a simple continuous infusion rate of 325 mcg every 24 hours.